Event description:
It was reported that the wake button was intermittently delayed in responding to touch. There was no impact to the customer¿s blood glucose. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Remove previously submitted h10.